Event description:
The customer reported that there were excessive bubbles in the rbc dispenser along with erroneous low mch and mchc results recovered on the lh750. No leaks were reported. The samples previously run on the analyzer were rerun on another lh750. The rerun results recovered higher mchc and mch and were considered correct. Although erroneous results were reported out of the laboratory, there was no death, injury or change to patient treatment.

Manufacturer narrative:
Patient result printouts were provided for review; however the sample ID and results were not clear and an accurate assessment of the impacted results could not be determined. The customer was contacted on multiple days to provide clarity; however on final attempt, another operator was only able to confirm that a few samples recovered erroneously low mch and mchc and were rerun on the other lh750 instrument. The field service engineer (fse) was dispatched. He observed that the rbc diluent dispenser was pulling in bubbles as a result of a hole in the yellow striped tubing and blue stripe I-beam tubing at vl8. He replaced the tubing resolving the issues. The rbc diluent dispenser is responsible for dispensing diluent to rbc bath for rbc dilution and to the wbc bath to rinse bath. Vl8 is the rbc diluents dispense line. Upon recur of the failure mode identified; it is likely to generated erroneous results for cbc due to segmentation/count error. (B)(4).